Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a procedure performed on (B)(6) 2014.according to the complainant, during the procedure, when the snare was extended, the working length detached from the handle. The procedure was completed with another rotatable snare.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the snare was extended, the working length detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief and the handle cannula was in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached, based on the available information and the device condition, the root cause of this complaint is manufacturing. A review of the device history record (DHR) was performed and no deviations were found.